Manufacturer narrative:
Customer address added in e tab. Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined from two 24g insyte autoguard units that were provided for investigation. Each IV catheter was received without the needle. A v-shaped breach was observed in each catheter near the tip, which was indicative of needle puncture damage. As each catheter had been removed from the needle and the damage was verified outside the packaging, it could not be determined if the damage occurred during tip adhesion break or during manufacturing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter splits. The following information was provided by the initial reporter: we continue to see catheter splitting with the insyte autoguards without any deviations from best practice. It was in the main ed and the patient required three insertion attempts due to shearing of the first two 24g catheters.